Event description:
The customer reported a beep sound occurred and the front panel turned completely off during a therapeutic laparoscopic cholecystectomy involving an olympus high flow insufflation unit. The procedure was completed after a delay of less than 30 minutes with the same device after rebooting power. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.